Manufacturer narrative:
The field service engineer found dirt in the dilution cup and on a nozzle. The dilution cup, nozzles, and a bath assembly were replaced. Precision studies were performed and precision improved. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested on a cobas pro ise analytical unit. The customer provided examples of data from two patient samples with discrepant sodium electrode results. The first sample initially resulted in a sodium value of 148 mmol/l and it repeated as 139 mmol/l. The sample was repeated on a second analyzer, resulting in a value of 140 mmol/l. The customer stated the issue occurred again on (B)(6) 2025. Patient samples had initial results that were 10 mmol/l different from previous results. These samples were repeated on a second analyzer, resulting the same as the previous values. On (B)(6) 2025, the second patient sample initially resulted in a sodium value of 147 mmol/l and it repeated as 139 mmol/l when tested on the second analyzer.

Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The investigation is ongoing.